Event description:
A nurse assisting a (B)(6) male pt contacted zoll customer support to report that the pt's device was saying to connect the electrode belt to the monitor, even though, it was connected. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon eval, the electrode belt's trunk cable connector was broken. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.